Manufacturer narrative:
The returned tap was found to be in good condition with no apparent physical damage. The tap was not clogged or bent and inserted into a known good tracker without issue. No problem was found. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. The unique identifier was not available at the time of reporting. Initial reporter not known from the site. Report source: foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the 5.5mm tap was deformed. There was no delay to the procedure and no impact to patient outcome as a result of this issue.